Event description:
Head hilo will not raise bed.

Manufacturer narrative:
Technician found problem isolated to failed solonoid valve. Technician replaced solonoid valve to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.